Event description:
Information received by medtronic regarding an adverse event that occurred during a cryoablation procedure. The patient was incubated and under general anesthesia with an lma tube to secure airway. Approximately 15 minutes after heparin was administered, bright red blood was seen in the proximal portion of lma tube. This occurred approximately 10 minutes after the cryoballoon had been inflated and positioning of balloon in lspv had occurred. One freeze of 240 seconds was performed with temperatures not exceeding -38c. Incomplete occlusion was observed. Protamine was administered to reverse anticoagulation. Anesthesiologist examined patient with bronchoscopy and found blood in the right lung on the opposite side of where cryoballoon had been positioned. Patient remained sedated with intubation and was referred for complete bronchoscopy and chest CT with contrast. Results were non conclusive as origin of bleed could not be determined, however, physician determined likely cause was due to lung lesion that heparin initiated.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.